Manufacturer narrative:
There is no connection that can be at this time between any post-operative complications and any problem with the bard/davol device used to treat the patient. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Regarding infection the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ based on the limited information provided at this time, no conclusions can be made. Should additional information be provided, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following is based on a review of limited medical records and the attorney's legal claim provided to davol by the patient's attorney: on (B)(6) 2005: the patient underwent an abd sacrocolpopexy with implant of a bard/davol flat mesh and implant of a non bard/davol sling. Per the implant operative report, ¿we sculpted the marlex mesh (davol flat) to make a bridge under minimal tension between the vagina and the sacrum and we attached the mesh to the ethibond sutured at the vaginal cuff and to the sacral promontory.¿ postoperatively the patient was diagnosed with femoral nerve palsy underwent multiple physical therapy sessions. On (B)(6) 2005: the patient had a follow up exam status postoperative femoral nerve palsy. Patient underwent multiple physical therapies and report almost being back to normal. Patient was recommended to continue physical therapy and vaginal incision was noted to be completely healed. On (B)(6) 2014: the patient had an md office exam with complaints of vaginal bleeding and urinary incontinence. Per the exam notes, ¿on speculum exam vaginal cuff seemed intact. There were no signs of fistula formation. No sign of bleeding. No signs of mesh erosion.¿ patient was noted to have a cystocele and the physician suggested this to be the reason of the patient¿s urgency symptoms. On (B)(6) 2014: the patient underwent botox bladder injections. There was no mention of any visualization or involvement of the bard flat mesh. On (B)(6) 2014: the patient called and reported she was doing very well from a urinary urgency standpoint, and she had no leaking. Patient had been treated previously for a urinary tract infection (uti) which was positive with e. Coli growth.